Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for greater trochanter fracture. Components not revised: product name: profemur(r) proximal body part ID: ppw39104. Product name: profemur(r) roughened distal stem, tapered part ID: ppw38005. Product name: unknown cup, unknown part ID and lot number.